Event description:
The customer stated that the system locked up after a procedure. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on power supply was evaluated and readjusted. The hard drive was reformatted and the system software was reloaded. The system was tested, found to be working as intended and returned to service.